Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The reporter alleged the battery compartment was cracked, and the cap was unable to be tightened. The reporter alleged the pump would get hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: review of the black box data revealed evidence of a sudden drop in voltage resulting from a replace battery alarm (cs128) on (B)(6)2018. The battery compartment was confirmed to be cracked and the returned battery cap was not able to secure properly to the pump to maintain constant electrical connection. A test cap was able to secure to the pump and maintain electrical connection for testing. There was no moisture inside the battery compartment. The pump was exercised for a minimum of 24 hours without any overheating, power loss, errors, alarms or warnings occurring. The electrical current draws were noted to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. A battery was not returned with the pump for investigation. Investigation confirmed battery compartment damage but did not duplicate the alleged temperature issue.